Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient underwent a pocket revision due to the battery moving within the pocket. Motor thresholds were retested due to slight lead migration compared to the image of the lead revision on (B)(6) 2025. And reset. The plan is for the patient to go home with their stimulation off for two weeks and reset at post-op appointment. This is in hopes the patient's symptoms will improve given a break from the stimulation. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient underwent a pocket revision due to the battery moving within the pocket. The cause of the device migration could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient underwent a pocket revision due to the battery moving within the pocket. Motor thresholds were retested due to slight lead migration compared to the image of the lead revision on 17jul2025. And reset. The plan is for the patient to go home with their stimulation off for two weeks and reset at post-op appointment. This is in hopes the patient's symptoms will improve given a break from the stimulation. There was no patient complications reported.